Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/02/2015 with the following findings: investigation revealed that all keypad buttons were under-responsive. The keypad cover was removed and evidence of contamination was observed under all contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up and down arrow buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.